Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump failed to detect an upstream occlusion. The patient maxed on vasopressin and norepinephrine. Throughout the day, the patient's blood pressure continued to decrease and more significantly in the afternoon. The patient became increasingly unstable and epinephrine (infusion parameters are unknown) was introduced to increase the blood pressure. It appeared that the norepinephrine bag was not emptying appropriately. The pump was checked and the blue clamp was noted to be fully clamped. The pump did not alarm for the upstream occlusion and appeared to be running normally even though no medication was being infused. The patient therefore was on a much higher dose of epinephrine (infusion parameters are unknown) than needed. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.